Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at the base and the broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace generator generated a message to change the harmonic ace instrument. The customer was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient and the patient has not returned to the hospital due to post-surgical complications.